Event description:
The complainant reported a balloon burst. The balloon deflated and the tube fell out on (B)(6) 2012 after one week of use.

Manufacturer narrative:
(B)(4). The testing and investigation results confirmed the balloon was burst.

Manufacturer narrative:
(B)(4). The device reported, list number (B)(4), is an abbott product that is marketed internationally, which is the same or similar to a device, list number (B)(4), that is marketed domestically.